Event description:
Pt was taken to surgery, placed in supine position on the fracture table. At the end of the case after foot board had been replaced, the pt was moving on the fracture table. Staff members were positioned on both sides of the pt. Safety strap was in place over chest. As center post was removed, and staff member turned to put it down, the pt attempted to roll causing their legs to fall off the table. The safety strap caught the pt's upper body as the strap was released by the other staff member and the pt was lowered gently to floor. The physician was notified and examined the pt. The pt was lifted into a hospital bed and x-rays were taken. Exam and x-rays were negative.